Event description:
The manufacturer received information alleging a ventilator service required error code was found on a garbin evo. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, internal battery not detected and soft power fail, were observed on the device's error log. The third-party service technician further evaluated and determined the system printed circuit assembly (pca) had caused these two error codes to occur on the device. In conclusion, the device's system pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter and particulate filter were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of the system printed circuit assembly is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.